Manufacturer narrative:
The insulin passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with intermittent button response noted due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump was also received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and button error alarm. The customer's blood glucose was 74 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that the insulin pump was also exposed to airport scanners. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.